Event description:
Electrosurgical pencil continued to operate without button being pressed. This is the second occurrence report and one of many such incidents regarding this make and model of pen. Co is aware of the problem and traced it back to poor qi on the part of one employee, however no pens are being pulled from current packs. A rep from distributor picked up the pen on 11/25/96.